Manufacturer narrative:
The following fields were updated: d1: medical device brand name: bd phoenix panel nmic-306. D2a: common device name: system, test, automated antimicrobial susceptibility. D2b: medical device type or (procode) lon. G5: PMA/510k info: n/a. D4: medical device lot#: unknown.

Event description:
It was reported that bd phoenix panel nmic-306 three carbapenemase positive were obtained but were sent for confirmation carbapenemase negative by ncim. The following information was provided by the initial reporter: customer is reporting 3 false positive cpo results. Phoenix tested cpo positive but when sent to minnesota department of health, were verified as carbapenemase negative by ncim.

Event description:
It was reported that bd phoenix panel nmic-306 three carbapenemase positive were obtained but were sent for confirmation carbapenemase negative by ncim. The following information was provided by the initial reporter: customer is reporting 3 false positive cpo results. Phoenix tested cpo positive but when sent to (B)(6) were verified as carbapenemase negative by ncim.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: this complaint is not confirmed. This complaint is for false positive cpo results when using phoenix panel nmic-306 (449292) batch unknown. The customer did not provide panel returns, isolate returns or lab reports for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that bd phoenix panel nmic-306 three carbapenemase positive were obtained but were sent for confirmation carbapenemase negative by ncim. The following information was provided by the initial reporter: customer is reporting 3 false positive cpo results. Phoenix tested cpo positive but when sent to minnesota department of health, were verified as carbapenemase negative by ncim.

Event description:
It was reported while using bd phoenix panel nmic-306, there was a false carbapenemase positive result. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd phoenix panel nmic-306, there was a false carbapenemase positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.